Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. Reportedly, there was an intermittent power issue and moisture in and damage to the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/10/2016 with the following findings: several por's observed in bb history on 7/22/16. Moisture observed under display lens. Cracks in battery compartment from threads to left of grip pad, and below grip pad to case seal. Leak test failed due to battery compartment leak. Opened pump, moisture damage on display, cgm board. Pump powers on correctly no power interruption was duplicated during investigation.